Event description:
Frame has broken at the cross brace and the seat rail has broken. Dealer states this also ripped the seat. End user also ripped the arm pads but explained that is normal wear and tear. Bob in tech advised entire chair needs to be replaced.